Event description:
It was reported via repair work order that the cot will not operate in manual or powered modes due to a faulty electronics assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.